Manufacturer narrative:
Device not returned.

Event description:
It was reported that when the nurse placed the vest on the patient, there was a leak noticed at tubing/vest junction. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was not available to be returned for further evaluation. Device not returned.

Event description:
It was reported that when the nurse placed the vest on the patient, there was a leak noticed at tubing/vest junction. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.